Event description:
This report summarizes 1 malfunction events, where it was reported the zoom disengages during use.  There was no patient involvement.

Manufacturer narrative:
Upon investigation, it was reported 1 of the devices was only experiencing cosmetic damage, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the zoom disengages during use. There was no patient involvement.